Event description:
Customer reported an issue with their insulin pump declaring an altitude alarm 21. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided various troubleshooting steps, including cleaning the pump and replacing the cartridge, but the issue persisted. As a result, the decision was made to replace the pump. A new pump and cartridge were sent to the customer, with instructions for returning the defective pump.